Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller requested device registration information and mentioned that the patient¿s implantable neurostimulator (ins) was noted as "broken" in a record from that morning. The caller stated that the patient is expected to undergo an ins replacement in (B)(6) 2025, but did not provide details about the device's status or the reason it was described as broken. Troubleshooting was not required, and the issue was not resolved through troubleshooting. Device registration information was reviewed during the call.